Event description:
It was reported the patient's scs system was not providing adequate pain relief. As a result, the patient underwent surgical intervention on (B)(6)2018 wherein the system was explanted.